Event description:
It has been reported to philips that host pc would not turn on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc will not turn on. Upon further investigation fse found the no lights were on the back indicating host pc motherboard was dead. Fse replaced hose pc, hard drive, software pack and got a new license for the system. After that system was working fine. The codes were updated based on the investigation outcome.